Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that battery pack had a resistive fuse. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The battery pack was found to have a resistive fuse. The root cause of the resistive fuse is believed to be random component failure. The fuse was repaired. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack.